Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: there were multiple call service (cs 012) alarms observed in the pump alarm history. The ¿ez-prime¿ steps were performed correctly and the pump was exercised for 24 hours with no errors, alarms or warning during testing. The original complaint could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 012) issue. It was reported that the pump emitted a cs 012 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.